Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during the start up of the system a system message was displayed and fluid was visible under the system. The procedure was initiated and completed using an alternate system. There was no patient involvement. Cassette sample was discarded.

Manufacturer narrative:
The system was examined and the reported system message (sm) was replicated. The fluidics module was replaced to resolve the issue. The leaking issue was not replicated, however. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 22, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported sm can be attributed to bss ingress into the fluidics module. The leaking issue was not replicated, however. Therefore, the issue cannot be determined conclusively. The customer did not retain the finished goods consumable lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted in order to establish a potential failure mode for the device. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause or draw an exact conclusion on potential contributors. The manufacturer internal reference number is: (B)(4).